Event description:
That device owner obtained a blood glucose result of 232 mg/dl, while using the suspect device. Based on this result, device owner scheduled a laboratory blood glucose test. The following day, device owner's blood glucose reportedly measured 109 mg/dl, in the lab. No treatment was received and no injury was reported. Reporter also noted that she tested herself (non-diabetic) with the suspect device and obtained a result of 228 mg/dl. An unspecified time later, reporter retested using another blood glucose monitor and obtained a result of 85 mg/dl. Reporter did not self-treat, nor seek treatment, based on the value obtained on the suspect device. Tech support requested the return of the suspect product and replacemnet product was shipped.